Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient needed a better right-side stimulation coverage. The physician added a linear lead to the right side of the paddle lead to enhance right side coverage and replaced the implantable pulse generator (ipg) to accommodate the added lead. The patient was doing well postoperatively. The explanted ipg was not released by the medical facility to be returned.